Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functional, therefore, a revision procedure was performed. During surgery, a leak was confirmed. The entire ipp was removed and replaced. No patient complications were reported.